Manufacturer narrative:
It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. Baxter technical support contacted the account trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, it was found the bed had faulty wiring, bed was repaired by the hospitals clinical engineering team and put back into service, based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed lifted all the way to the max height on its own. The bed was located at the account. There was no patient/user injury reported.